Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for treatment of a pancreatic pseudocyst during a procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the distal flange deployed successfully. While deploying the second flange, resistance was felt, appearing to become caught on the scope's elevator. Multiple attempts were made to release the second flange of the axios stent from the scope using forceps and various catheter sizes, but these were unsuccessful. The stent was eventually removed along with the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: the event was reported by the bsc sales rep. The healthcare facility information is: adventhealth fish memorial, 1055 saxon blvd, orange city, fl, 32763, united states. Block h6: imdfr device code a150208 captures the reportable event of stent second flange stuck in scope. Imdrf impact code f2301 captures the reportable event of additional devices used to reposition the stent.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas for treatment of a pancreatic pseudocyst during a procedure performed on (B)(6) 2025. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the distal flange deployed successfully. While deploying the second flange, resistance was felt, appearing to become caught on the non-boston scientific scope's elevator. Multiple attempts were made to release the second flange of the axios stent from the scope using forceps and various catheter sizes, but these were unsuccessful. The stent was eventually removed along with the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b5 has been corrected. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block e1: the event was reported by the bsc sales rep. The healthcare facility information is: (B)(6) united states. Block h6: imdfr device code a150208 captures the reportable event of stent second flange stuck in scope. Imdrf impact code f2301 captures the reportable event of additional devices used to reposition the stent.